Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Anxiety-product/procedure: unable to observe, as it is not related to the device. Gel bleed: no observed, gel bleed. No additional observations. No further actions are required, as no manufacturing issues are observed. Additional, changed, and/or corrected data: a5, a6, e1, h6.

Event description:
Healthcare professional reported, left side "too big. And patient would like to go smaller". Healthcare professional, later reported, "recalled, textured", "asymmetry". And "intact with silicone bleed". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed

Event description:
Healthcare professional reported "too big and patient would like to go smaller". Later, healthcare professional reported "recalled, textured", "asymmetry", and "intact with silicone bleed". This record is for the left side. Device has been explanted.